Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the devices or additional information are being submitted for review. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: a trend analysis could not be performed as no reference number was available. Device history records (DHR) review results: the DHR check could not be performed as the lot number was not available. Event summary: the journal article reports 7 incidences of armd in stemmed mom systems with metasul head 28 taper 12/14. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A journal article reports 7 incidences of armd in stemmed mom systems with unknown metasul head 28 taper 12/14. The patients are being monitored due to metallosis and armd. (Nobuhiko sugano et al.: "nationwide investigation into adverse tissue reactions to metal debris after metal-on-metal total hip arthroplasty in japan" in: the japanese orthopaedic association 2013.)